Event description:
It was reported that the bladder of an infusor sv2.5 device ruptured during filling. The drug was filled manually by a syringe. There was no patient involvement reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The reservoir was also microscopically examined for any abnormalities that may have potentially contributed to the rupture. An abrasion was detected on the interior surface of the reservoir near the rupture line. The exact cause of the reported condition was not determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device is available for evaluation; however, the device has not yet been received by baxter. A supplemental report will be filed if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was received for evaluation. During visual inspection, a ruptured bladder in a non-footing position was identified. The reported condition was confirmed. Upon completion of baxter's investigation, then a follow-up MDR will be submitted.